Manufacturer narrative:
The alarm trace shows multiple incubator water sensor alarms. The field service engineer (fse) performed an instrument health check, water pressure, probe positioning, rinsing levels, and rinse mechanism volumes, and performed adjustments as needed. The fse replaced the rinse head tubing, valve bank, ise reagent probe, and sample probe. The customer ran calibration and qc successfully. A precision run was performed and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.3 ise indirect for na, k, and ci, tp2 total protein gen.2, ca2 calcium gen.2, gluc3 glucose hk gen.3, alb2 albumin gen.2, and astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results from 2 patients on a cobas 6000 c 501 analyzer. For sample 2, the initial ca result was 6.32 mg/dl with flag, the initial cl result was 70.6 mmol/l with flag, the initial gluc result was 62.8 mg/dl, and the initial na result was 98 mmol/l with flag. The sample was repeated on another c501 analyzer the next day. The repeat ca result was 9.58 mg/dl, the repeat cl result was 104.6 mmol/l, the repeat gluc result was 93.5 mg/dl, and the repeat na result was 142 mmol/l. The repeat results were deemed correct. For sample 3, the initial alb result was 2.62 g/dl, the initial ast result was 14.1 u/l, the initial ca result was 6.51 mg/dl with flag, the initial cl result was 69.4 mmol/l with flag, the initial na result was 96 mmol/l with flag, the initial gluc result was 51.7 mg/dl, the initial k result was 3.31mmol/l, and the initial tp result was 4.73 g/l. The sample was repeated on another c501 analyzer the next day. The repeat alb result was 3.81 g/dl, the repeat ast result was 21.7 u/l, the repeat ca result was 9.39 mg/dl, the repeat cl result was 103.0 mmol/l, the repeat na result was 139 mmol/l, the repeat gluc result was 73.3 mg/dl, the repeat k result was 4.65 mmol/l, and the repeat tp result was 6.98 g/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The cl electrode lot is y00 and the expiration date is 26-jun-2021. The tp reagent lot is 64169801 and the expiration date is 31-aug-2023. The gluc reagent lot is 62565801 and the expiration date is 30-jun-2023. The ca reagent lot is 63598501 and the expiration date is 31-jul-2023. The ast reagent lot is 62759401 and the expiration date is 30-jun-2023. The alb reagent lot is 62220301 and the expiration date is 30-jun-2023. The na and k electrode lots and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found the instrument hardware check had failed precision. The service maintenance actions performed by the fse resolved the issue.